Event description:
It was reported that this pacemaker was found to be in safety mode. The health care professional provided the patient is not dependent. Technical services provided in safety mode the pacemaker is not programmable and the device should be replaced. Additional information from the field representative provided this device was subsequently explanted. A medtronic device was implanted to complete the procedure. This pacemaker has not been returned at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.